Event description:
As reported by the patient¿s attorney, a prefyx pre-pubic sling was implanted on (B)(6), 2008.according to the complainant, the patient suffered pain and requires future corrective surgeries. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.